Event description:
The device was originally reported for insulin leaking during wear. The patient's blood glucose level rose to above 13.9 mmol/l while wearing the pod between 25 and 36 hours on the back. Upon investigation of the device, results found a tear in the exposed portion of the soft cannula.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have two tears and cause a leakage. Fluid was observed exiting the tear. It could not be determined when or how the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria.